Event description:
It was reported that this right atrial (ra) lead was repositioned due t lead dislodgement which was confirmed before the patient was discharged through a chest x-ray. This lead remains ins service. No additional adverse patient effects were reported.